Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 failed to cut and seal a tributary branch at a critical point in the harvest. The device simply stopped activating properly about 3/4 of the way up the arm. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise ID # (B)(4). A lot history record review was completed for lots 25145813 , 25145603 and 25146783; the last 3 lots shipped to the account prior to 06/28/2019. There were no ncmr¿s for the reported lot number. A ship history was conducted as no lot number was provided; therefore, we are unable to conduct a query as we cannot identify which of the three (3) lot #¿s are for the reported complaint."

Manufacturer narrative:
(B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. Device was discarded.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 failed to cut and seal a tributary branch at a critical point in the harvest. The device simply stopped activating properly about 3/4 of the way up the arm. A replacement device was used to complete the procedure. The hospital did not report any patient effects.